Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the camera head cable was brittle, fragile. The cable sheath was torn and separated at the video connector. The problem occurred during reprocessing. There was no patient involvement reported.

Event description:
The customer reported the camera head cable was brittle, fragile. The cable sheath was torn and separated at the video connector. The problem occurred during reprocessing. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed. The device evaluation found poor water-tightness of the protector, the protector was torn and broken. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.